Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this female patient's right knee was revised due to poly wear. The poly is greater than 5 years old at the time of implantation. No other information available at this time.

Manufacturer narrative:
(H3) the revision reported was likely the result of a combination of axial rotation mismatch of the femoral component relative to the tibial insert, overall posterior slope of the tibial insert, and patient-related conditions, which allowed for excessive posterior contact, especially medially, and led to severe wear of the polyethylene. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.